Event description:
This lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2013 due to lead fracture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).